Event description:
It was reported that the patient received several inappropriate shocks over the last few days because of a lead failure, the sensing integrity counter was high, noise on the lead was reproducible upon patient arm movements, and there was an inquiry about whether this was due to subclavian crush. Therapy has been programmed off. It was also reported that the lead is to be replaced, but the lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.